Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no information provided regarding the impact on the customer's blood glucose level. A replacement pump was sent.